Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-00057. It was reported the patient's scs leads had migrated. Subsequently, surgical intervention was taken and the patient had her scs leads re-positioned. During the procedure, the physician discovered the suturing device (non-abbott product) had failed. The physician re-positioned the leads back into place and re-sutured the anchors to the fascia. Postoperatively, effective therapy was reportedly confirmed.